Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was obaserved and attributed to a faulty relay on the main board. The main board was replaced to remedy the issue. The device was recertified and retured to the customer. Analysis of reports of this type has not identified an increase in trend.